Event description:
The pt reported experiencing elevated blood glucose of 19 mmol/l (342 mg/dl). He changed the infusion set and insulin cartridge and his blood glucose remained elevated. He switched to his backup infusion device and his blood glucose returned to normal, 5.5-6.5 mmol/l (99-117 mg/dl). No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.